Event description:
Patient reported "lymph reaction" and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph reaction" and capsular contracture baker grade iii.

Event description:
Patient reported "lymphreaction" and capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: biological tissue brown/yellow in the surface of the shell, weight to the spec, crease fold and wear abrasion. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.